Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose level and was send to emergency room on (B)(6) 2021. Customer¿s blood glucose level was 473 mg/dl at the time of hospitalization. Customer was treated with insulin pump and intravenous insulin drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump not working anymore and customer alleged pump was under delivering because blood glucose was not going down when bolus was delivered they did manual shots and blood glucose went down. Customer stated that insulin pump passed displacement test and infusion set was leaked. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.